Manufacturer narrative:
(B)(4). Final device analysis of the lead revealed the following: impedance test. The returned 3998 lead was connected to a known good 3550-31 screening cable and to an ens. The electrodes of the lead were placed in 0.9% saline solution. Impedances were measured with an 8840 programmer. There was good impedance on every electrode pair. Lead is functionally ok.

Event description:
It was reported that during an implant procedure, one of the pt's leads was showing high impedance readings. It was stated that the lead showed impedances of >10000 ohms and "only one side of the lead was functional." The other side of the lead reportedly did not work. The lead was replaced, and the implant was completed without further incident. The pt recovered without sequela.